Event description:
It was reported that during an unk procedure the device jammed. Unk how the case was completed. No pt consequence was reported to the rep.

Manufacturer narrative:
(B)(4). Device fired through lockout. Eval summary: the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the mfg process.